Event description:
It was reported that a spectrum pump had a delay after a keypad selection was entered. It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The reported "delay after keypad selection" was confirmed as reproduced through the inspection of the device. This delay was attributed to a failing processor printed circuit board (pcb). They keypad was tested per baxter's service procedure all keys were found to function as designed. The processor pcb/shielding was replaced.